Event description:
Revision surgery - poly insert became disassociated from the revision glenoid baseplate. Cause of disassociation unk.

Manufacturer narrative:
On (B)(6), the agent gave encore medical/djo surgical the info from the post operative notes. He reported "recently the pt was closing the door and felt pain, torn subscapularis, anterior superior escape." On the same day, encore medical/djo surgical spoke with the surgeon. The pt had a subscapularis tear which was not trauma related, possibly due to therapy. The insert was examined intraoperatively and no damage was noted. Pt requested and was given all components. Pt needed to be revised to a reverse shoulder to address the subscapularis tear. The surgeon felt the revision glenoid overstuffed the joint. The original surgery was due to the pt having a biconcave glenoid. Biconcave is not an indication for use for revision glenoid. Revision glenoid is for revision purposes or severe bone deficiencies. The tear in the subscapularis allowed the humerus to escape anteriorly and superiorly. This action generated excessive joint loading beyond the limit that the device was designed for, resulting in the dissociation of the poly component and is not implant design related.